Event description:
Healthcare professional stated valve was removed due to a rapid circulatory collapse following surgery; cause undetermined. Md stated possible allergic reaction to a pharmacologic agent or other product given at the time of surgery. An urticarial rash was identified after removing the drapes, at that time the pt was hemodynamically stable and given steroids and benadryl. Blood pressure dropped shortly after arrival in ICU. On reoperation, there were no product problems reported, however, it was elected to replace the freestyle valve with a hancock ii valve was returned to the MFR.